Event description:
Add'l info rec'd from MFR 5/27/2004: the unit appeared to have been dropped prior to use. The display cover was cracked when the unit was recieved. Excessive force is required to crack the display cover. It appears that the unit was used after it had been damaged and that the alarms had not been checked prior to use as recommended in the operators manual. The unit was functionally tested and found to have no sound coming from the speaker. Further analysis found that component l4 (an inline filter (ferrite)) was damaged. Damage to l4 caused the alarm circuit not to function. The damaged plastic housing (with new display cover) was replaced and the component l4 was replaced. The unit functioned normally after the repair. The failure was caused by excessive force being applied to the unit. There was no other info available concerning the event and the device. Info received 5/20/04. The device had been returned for repair on 4/30/2004 but their was no mention of the event reported only that the unit had no sound from the speaker. The device was repaired and returned to the customer in 5/2004.

Event description:
Biomedical engineering received a call from the ICU. The nurse alleges the stand-alone masimo pulse oximeter did not properly provide an audible alarm when their patient desaturated. They checked the volume control, and it was turned onto high.